Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was in the water with pump, they felt pump vibrating while swimming. The reporter stated, he got out of the water and took the pump off. The reporter stated that the pump was stuck on verify screen and reset time and date to factory settings. The reporter stated that there was moisture in the cartridge compartment. The reporter denied damage to the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the moisture ingress power issue.

Manufacturer narrative:
Follow-up #1 date of submission 09/13/2013 device evaluation:the pump has been returned and evaluated by product analysis on 08/22/2013with the following findings:multiple reboots were noted in the black box history. No damage was found to battery compartment. The battery cap was not returned with pump for investigation. A battery test cap was used for testing purposes and was found to tightly secure to the pump. During testing, the pump powered on normally with no alarms noted. The pump was exercised for 24 hours with no power issues or alarms noted. Moisture was found in display screen. The bolus button was found to be leaking during a leak test. The pump cover was opened and moisture damage found on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.